Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing. Placeholder

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during an abutment shoulder procedure: using a power tool and saw in the present of the consultant. The saw blade broke in the bone despite a correct use by the surgeon. No clinic consequence. Change of blade and faulty blade put aside. This is 1 of 1 report for complaint (B)(4).